Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. He insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery alarm after replacing the battery. It was also reported that there was moisture inside the screen and the device would not turn on. Blood glucose level at the time of the incident was 142 mg/dl. The insulin pump was returned for analysis.